Event description:
Pump was declared to have alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in attempting to load a new cartridge, but the alarm recurred, so the decision was made to replace pump. As pump was under warranty, technical support arranged for replacement and instructed customer on storage mode and return process. Customer planned to use multiple daily injections as backup therapy until the new pump arrived.